Manufacturer narrative:
This article was found during a recent literature search of this device. The device is an avanti+ sheath but the catalog and lot numbers are not available. The citation is as follows: rosenkranz, m., fiehler, j., & niesen, w., et al. (2005). The amount of solid cerebral microemboli during carotid stenting does not relate to the frequency of silent ischemic lesions. American journal of neurology, 27, 157-161 as reported in the literature by rosenkranz, m., fiehler, j., & niesen, w., et al. (2005). The amount of solid cerebral microemboli during carotid stenting does not relate to the frequency of silent ischemic lesions. American journal of neurology, 27, 157-161; solid microemboli were detected in the ipsilateral middle cerebral artery (mca) territory on magnetic resonance imaging (MRI) approximately twenty-four hours after carotid artery stent (cas) procedure. The patient had ninety-percent stenosis and was symptomatic, and underwent cas placement utilizing a 7f avanti+ sheath, a 7f vista brite tip introducer catheter, and a non-cordis self-expanding stent. All carotid stenoses were due to atherosclerotic disease as visualized by duplex sonography. None of the patients had undergone prior carotid artery interventions or prior neck radiation. No endoluminal embolus protection device was used in any of the cases. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) reviews could not be performed. Given the limited information provided, the reported event ¿microembolism¿ could not be confirmed and the exact root cause could not be determined. A microembolism is a small particle, often a blood clot, that becomes caught while traveling through the bloodstream and can cause blockage in a blood vessel. When many of these occur in the blood vessels of the brain, they are known as cerebral microemboli. Microembolism, or cerebral microemboli, is a known potential risk associated with implanting a stent in a carotid artery. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation to optimally oppose a carotid stent to the vessel wall temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries, potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported in the literature by rosenkranz, m., fiehler, j., & niesen, w., et al. (2005). The amount of solid cerebral microemboli during carotid stenting does not relate to the frequency of silent ischemic lesions. American journal of neurology, 27, 157-161; solid microemboli were detected in the ipsilateral middle cerebral artery (mca) territory on magnetic resonance imaging (MRI) approximately twenty-four hours after carotid artery stent (cas) procedure. The patient had ninety-five-percent stenosis and was symptomatic, and underwent cas placement utilizing a 7f avanti+ sheath, a 7f vista brite tip introducer catheter, and a non-cordis self-expanding stent. All carotid stenoses were due to atherosclerotic disease as visualized by duplex sonography. None of the patients had undergone prior carotid artery interventions or prior neck radiation. No endoluminal embolus protection device was used in any of the cases.